Event description:
A fax was sent to the co. On 9/3/1999 from the user facility that read an er320 was defective. It was reported the device would not fire correctly. No additional information was available. The cin contacted the rep and the rep followed up with the materials manager as he was not aware of the event. The rep reports the material manager stated the er320 was used on a laparoscopic cholecystectomy. The er320 did not function properly and a new er320 was pulled to complete the case. There was no consequence to the pt. The materials manager has the device and it is available for analysis.